Event description:
It was reported that during a lap hysterectomy, the device was working and the error code 5 was displayed. After testing the device; when they were cleaning it, the tissue pad came off. Nothing fell into the patient as it detached when being cleaned. Another like device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the tissue pad melted and partially detached (piece missing). Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.